Manufacturer narrative:
Date of report: 26dec2018. Date of manufacturer: 26dec2018.

Manufacturer narrative:
Report date: 13feb2019. Date received by manufacturer: 12feb2019. The customer returned the touchscreen to philips for failure analysis. Testing revealed that the touchscreen resistance ratio was within specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 24dec2018. Date of manufacturer: 23dec2018. The manufacturer¿s field service technician could not duplicate the reported event. Power on unit in diagnostic mode, performed touchscreen diagnostics test, unit passed. Power on unit in normal mode, performed controls test and touchscreen functions, unit passed. Performed touchscreen calibration, unit passed. Problem not duplicated or confirmed during service. The manufacturer¿s field service technician replaced the touchscreen as the event was reported to be intermittent.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 11/13/2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported touchscreen issues. There was no patient involvement. The event date was not specified; estimate used.